Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Product 1 of 2. Reference manufacturing report number: 3006705815-2019-00049. It was reported that the patient lost stimulation due to high impedance values on all contacts. Surgical intervention may occur in the future.

Event description:
Device 1 of 2: reference manufacturing report number: 3006705815-2019-00049. Further follow-up indicates the patient had their leads explanted and replaced on (B)(6) 2019. Effective therapy has been restored.